Event description:
Failure of fusion requiring removal of cage and placement of plates and screws. Rptr now has increased pain and very limited range of motion. Rptr is prohibited from sitting, standing, walking or bending. Has not been able to work for five years. Holes for bone growth were too small.